Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode of multiple shocks which resulted in exhausted therapy. Upon review of the episode, it was determined that the episode began with atrial fibrillation, and after the first inappropriate shock was delivered, the rhythm converted to a ventricular arrhythmia, for which appropriate therapy was delivered and exhausted therapy. The patient was not converted by the therapy, however after the final shock, the patient converted to sinus rhythm on their own. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.